Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The subject device exhibited an image dropout at 5 and 3 o'clock range during an endoscopic ultrasound procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: pinhole in the adhesive around the light guide lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ultrasound image had multiple full broken elements. The most probable cause for the pinhole in the adhesive around the light guide lens is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.